Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer inquired about the audio issue. Troubleshooting did not occur for the audio issue. However, the customer mentioned that they received a software error alarm and hardware low level alarm during the self-test. The customer¿s blood glucose during the incident was 98 mg/dl. The device will not be returned for analysis at this time.